Manufacturer narrative:
(B)(6) 2015 12:08 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and figured out that the error message showed up because of a defective pt 1000 temperature probe. The technician replaced the defective pt 1000 and tested the unit for functionality and electrical safety. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: the customer stated that the hcu30 displayed the error message "1004", main heater temperature sensor error. The temperature in the heater does not increase within 20 s, when heater is activated. Additional information: the incident occurred during start up of the device so there were no patient involved. (B)(4).